Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analyzed. The lead was received with helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion and fracture of the distal conductor (overstress) within the connector. The analysis revealed that there was blood in/on the helix/lobe mechanism, a deformation/fracture in 5 cm of the proximal section of the inner coil, extension problems, and damaged at implant.

Event description:
It was reported that during an implant attempt, the lead would not attach to the myocardium "in a satisfactory way". The physician suspects the lead is "defective". The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.